Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy resulting in the development of peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The patient was hospitalized for the event. The patient was treated with injection ceftazidime (500mg, frequency, route, and duration not reported) and injection reflin (500mg, frequency, route, and duration not reported) for the peritonitis. The patient was reported to have recovered from the peritonitis. Action taken with dianeal therapy was unknown. No additional information is available.